Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noted two kinks on the catheter shaft at 33.5cm and 95cm from the strain relief. Visual analysis also noted that the catheter shaft was broken approximately 20cm from the strain relief. The inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2015. It was reported the catheter kinked. The physician selected a fetch2 catheter to perform a thrombectomy procedure in the leg. During the procedure, inside the patient, the fetch catheter bent/broke but still intact and whole. The device was removed from the patient. Procedure was completed, they just didn't continue that part. No patient complications were reported. However, the returned product analysis revealed that the shaft separated.